Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer had not previously attempted to reset the pump, so technical support provided instructions and assisted with the reset, which resolved the issue without recurrence. Customer was advised to continue using the pump and to contact support again if the malfunction code reappears.